Event description:
It was a acdf 2 level with the mecta c and the mecta c plate. The bone quality of the pt was very good (hard bone). When the surgeon turned one the caudal screws and heard something cracking. When we checked the screwdriver we saw that 2 pins of the screwdriver where broke off. We found one piece into the shaft of the screwdriver and the other part was still in the pt. We searched a couple of minutes when we found one of the broken parts. Eventually we had a second screwdriver in the set, were we finished the job with. We had 3 screws that were very difficult to insert because of the toggling. MFR ref # 3005180920-2015-00133.